Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a normally announced breakfast, with blood glucose peaking at 326 mg/dl and then beginning to decline during the call; the user reported being approximately 70% in range and expressed interest in additional training. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included self-management at home without medical intervention and no interruption of therapy. Investigation included review of use history, troubleshooting by phone, and user education. Investigation of this case revealed that proper infusion set loading steps were followed, supplies had been changed the prior evening, the cannula and site were typical for the user, and glucose began to trend down during monitoring. It was concluded that hyperglycemia occurred with an unclear cause and that remote training would be arranged to optimize use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.